Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert. Upon interrogation of the device high, out of range, high voltage lead impedance was observed. During lead revision, the leads were noted to have twisted together. Twiddlers syndrome was suspected. The lead was capped and replaced. The patient condition was stable following the event.